Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the eve additional suspect medical device component involved in the event: product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief due to high impedances noted on non-bsc leads. The patient underwent a procedure wherein the non-bsc leads were replaced with two avista leads, and the adapters were removed. The patient was doing well post-operatively, and the explanted adapters were not returned as they were kept by the medical facility.